Event description:
I have what my dr believe is bii. Fatigue (intermittent), insomnia, difficulty concentrating, memory loss, dry skin / hair, sinus infections, candida / yeast infections, choking feeling headaches (monthly migraine), decreased libido, sharp pains in breasts, weight gain (inability to lose no matter what), food intolerances, autoimmune inflammation, I removed my implants (B)(6) 2019 and am feeling 98% better. FDA safety report ID# (B)(4).